Event description:
The physician reported the novasure radio frequency controller (rfc) may have "run longer than usual" (time unknown). He stopped the controller manually and did a hysteroscopy. A perforation was noted on the "posterior fundus, just off the midline." A laparoscopy followed and the perforation was noted to be "frayed looking" but "no subsequent injury to any adjacent tissue/organs" was seen. The physician sutured the perforation and the pt was discharged home. A "mild" dilatation and curettage (d&c) and sounding with a metal sound (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Serial number of the radio frequency controller not provided by the complainant. The radio frequency controller has not been returned, therefore, a failure analysis of the complaint controller cannot be completed. If the controller is returned, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the identified lot number and serial number of the disposable device. No abnormalities were found related to the reported info. This device passed final testing prior to release. Device history record (DHR) review was unable to be conducted for the radio frequency controller as the serial number was not provided by the complainant. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. (B)(4).